Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date and mesh was implanted. It was reported that patient underwent revision surgery on an unk date due to the mesh burst inside the patient. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/26/2022 additional b5 narrative: it was reported that the patient underwent hernia repair surgery on 7/30/2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on 8/11/2016. Date sent to the FDA: 08/26/2022